Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. The customer also stated that when their device did power on, it would power off by itself when the device was tipped backwards.  As a result, defibrillation therapy may be delayed or would not be available if needed.  There was no patient use associated with the reported event.